Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5. G.1., g.3.

Event description:
Healthcare professional additionally reported patient feels severe pain in the breast.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation will be due to capsular contracture, baker grade iii, flipping, and lymphadenopathy. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade iii, and "axillary lymph nodes with marked cortical thickening." The device remains implanted.